Event description:
It was reported that the patient presented to the emergency department with chest pain and arrhythmia. Upon device interrogation, the right ventricular (rv) lead demonstrated intermittent loss of capture, elevated capture threshold, and elevated pacing impedance. Programming changes were made, resulting in the restoration of consistent capture. The patient was reported to be stable following the intervention.